Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue is consistent with reagent contamination during use. A general reagent problem was excluded because another reagent kit of the same lot performed according to expectations.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6) .the investigation is ongoing.

Event description:
There was an allegation of a questionable high elecsys hcg+beta result from the cobas 6000 e601 module. The initial result was 225 iu/l which did not meet the clinical diagnosis of the patient. The customer replaced the reagent with a new lot (744575) and repeated the sample with a result of 0.100 iu/l with a data flag. The questionable result was not reported outside of the laboratory.